Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had sepsis and vegetation was observed on one of the leads. The organism was identified as (B)(6). The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.